Event description:
Malfunctioning right ventricular lead and inappropriate shocks were reported. There was evidence of lead fracture on the pace/sense portion of the high voltage lead. The pace/sense portion of the high voltage lead was capped and replaced with a pace/sense lead. No further patient complications have been reported as a result of this event. It was further reported the hv impedances were fluctuating and have been >200 ohms. The lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) primary analysis finding: defib conductor fractured. Blood/body fluid was present on all conductors, outer tubing, and the helix mechanism. Mechanical examination revealed the svc defib conductor fractured at 39.3 cm. Visual analysis revealed distorted defib conductor, the outer insulation torn, and the outer tubing breached. The distal segment of the lead was returned for analysis.